Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. They would get an alarm that insulin was suspending. The customer¿s sensor glucose reading from the reported event was 58 mg/dl while their blood glucose reading was 117 mg/dl. Their current sensor glucose reading was 44 while their blood glucose was 109 mg/dl. Troubleshooting was performed. Insulin delivery was suspended due to low sensor glucose. The sensor glucose that triggered the suspend event was 58 mg/dl. The suspend on low limit in the sensor setting was unknown. They did not want to remove the sensor. The sensor will be returned for analysis.